Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited an electrical reset and could not be interrogated. The icm remains in use, however explant of the device is planned. No patient complications have been reported as a result of this event.